Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-jan-2023. H6: investigation summary wo open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on one sample due to the condition this sample was returned no clog test could be carried out. A clog test was carried out on the remaining sample and no issues were observed. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 7 bd micro-fine¿+ pro pen needles failed to deliver medication during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "after the pen needle was attached to the pen, the drug solution did not come out."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 7 bd micro-fine¿+ pro pen needles failed to deliver medication during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "after the pen needle was attached to the pen, the drug solution did not come out.".